Event description:
It was reported that during a supply change and subsequent dry run, the ilet displayed ¿unable to proceed¿ when pressing and holding to observe drops, with no occlusion alerts present; the event was consistent with a device problem of a complete blockage related to the tube component, and the device was replaced. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, in the context of a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.